Event description:
On july 30th, 2020, the user who lives in (B)(6) contacted dario to report high blood glucose readings. The user indicated that prior to contacting dario, she went to her doctor for a general check-up. The doctor compared her blood glucose (bg) reading with his meter and received a bg reading of 10 mmol/l versus dario's bg reading of 18 mmol/l. The doctor gave the user another non-dario meter for two weeks in order to test her bg levels, and together with a cgm and lab tests, he found that the dario meter is reading higher. Following this, the doctor discontinued the user's prescription of metformin. While on the call with dario's representative, it was determined that the user will test with new strips and control solution to further investigate this issue. A replacement of dario's strips and control solution were sent to the user. The user did not mention seeking any further medical intervention, nor having any symptoms or hypoglycemic events due to the wrong treatment decisions. Multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On (B)(6) 2020, the user who lives in australia contacted dario to report high blood glucose readings. The user indicated that prior to contacting dario, she went to her doctor for a general check-up. The doctor compared her blood glucose (bg) reading with his meter and received a bg reading of 10 mmol/l versus dario's bg reading of 18 mmol/l. The doctor gave the user another non-dario meter for two weeks in order to test her bg levels, and together with a cgm and lab tests, he found that the dario meter is reading higher. Following this, the doctor discontinued the user's prescription of metformin. While on the call with dario's representative, it was determined that the user will test with new strips and control solution to further investigate this issue. A replacement of dario's strips and control solution were sent to the user. The user did not mention seeking any further medical intervention, nor having any symptoms or hypoglycemic events due to the wrong treatment decisions. Multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: control solution and new strips were sent to the user to determine if the meter was working within range. On (B)(6) 2020, the user responded to say: "I have done the tests on my dario with the new strips and control solution you sent. Using the m solution the reading is 6.9 and the h is 12.8. These appear to be in the range required." Multiple attempts to follow up with the user were made in order to test her bg levels, however, no response has been received to date. No resolution is available.